Manufacturer narrative:
System analyzed/ service completed on april 03, 2017: the reported laser issue could not be reproduced and no failure was found. The system was tested and verified to be within specifications.

Event description:
It was reported that during a procedure the laser would ¿when switching from standby to ready, it was giving odd messages and unable to use the device¿. The procedure was ¿completed with a different device¿. Patient outcome: no injury to patient reported. No further information provided.